Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the data was missing from the pump history. Reportedly, there was no history available past (B)(6) 2017 on the pump. The customer verified that the pump date was accurate. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.